Manufacturer narrative:
Advocate stated that the customer does not wash his hands prior to testing. As per the contour next one user guide "always wash your hands with soap and water and dry them well before and after testing or handling the meter, lancing device, or test strips." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2019-00529.

Event description:
An advocate reported that the customer obtained a blood glucose reading of 269 mg/dl on the contour next one meter. A repeat testing was performed on a different meter and a reading of either 110 mg/dl or 111 mg/dl was obtained. There was no allegation of adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter and an additional contour next one meter for evaluation. An in-house testing was performed using the returned meters with in-house contour next test strips, which gave satisfactory performance.